Event description:
On (B)(6) 2011 patient was hospitalized for afib conversion. He was sedated and sync. 41 j from the device was sedated successfully, and immediately (~6sec) after the shock noise appeared at the beginning on the rv egm channel and later on, it appeared on ra, rv and shock chanel. The noise was detected as vf and treated with quick convert atp, the noise remained and eventually 41j was delivered. The physician changed the tachy mode to monitor only, and the patient remained hospitalized. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).